Manufacturer narrative:
A philips field service engineer (rse) spoke with the onsite personnel to evaluate the device in question. The rse indicated during an evaluation of the system logs that the monitor did generated/announced a red spo2 desat audible and visual alarm. The rse provided the customer instructions on how to view the clinical audit log.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating the system did not generate a spo2 desat red alarm. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.